Manufacturer narrative:
Findings: power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected replace battery now and low battery alarm. Unit communicated properly with the test guardian transmitter and tested with glucose sensor simulator. No lost sensor alarm noted. Pump error 4 alarm and followed by pump error 15 alarm was confirmed at long trace history, problem isolated to electronic assembly. Pump received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received multiple error alarms. The customer¿s blood glucose level was 309 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.